Event description:
Port tubing cracked, spraying normal saline on the patient, then blood dripped out of the crack. This happened three times during admission. Manufacturer is doing testing on device.